Event description:
It was reported that patient presented in clinic for follow-up. It was noted that atrial lead exhibited over sensed noise leading to inappropriate mode switch. No intervention was performed. Patient condition was stable.